Manufacturer narrative:
Product evaluation: a used cartridge was returned. An insufficient amount of viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The tip of the cartridge has heavy stress and is torn/split on the right side. Cartridge product history records were reviewed and the documentation indicated the products met release criteria. Associated products were not provided. It is unknown if the qualified lens/cartridge combination was used. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridge split upon iol injection. Additional information was provided that there was no patient harm and the procedure was completed.